Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of june 12, 2015 the alleged faulty main board has not been received. Carefusion sent an email to the distributor seeking additional information concerning the reported event and the condition of the patient.

Event description:
The foreign distributor in (B)(4) reported a transducer faulty alarm on unit. On patient, no patient harm, patient switched to another ventilator, alarms were functional.